Manufacturer narrative:
The lot number was provided, therefore a lot history review was performed. The sample was not returned to the manufacturer for evaluation. The medical records were provided and reviewed. The investigation is confirmed for filter tilt and retrieval difficulties. Based upon the available information, the definitive root cause for this event is unknown. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model md800f vena cava filter allegedly experienced difficult to remove, and tilt. This information was received from one source. This malfunction involved a patient with no consequences. The (B)(6) years old male patient. Weight of the patient was not provided.